Event description:
Additional information later reported the patient experienced increased pain and failure of intrathecal meds, the cathetergram showed leak at myelogram site. The catheter issue was break, tear, hole after myelogram, the location the proximal pump segment at myelogram site. The catheter was repaired, not replaced and the previous catheter was left in the intrathecal space. Per the hcp the catheter needs to be completely revised, kinking. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. Product ID 8781, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
It appeared that the catheter had migrated down since implant. The catheter was placed at t8-t9. At the last CT scan, done (B)(6) 2014, the catheter tip was at t11-t12. The patient was not getting pain coverage. The patient was taking oral medication to help with his pain and was getting sleepy. The patient had an appointment scheduled to have the pump turned down. It was reported that the patient could not lie down and get pain relief because the ¿drug did not move¿; when the patient was upright, the ¿medication will flow right¿. It was later reported by the pump managing clinic, that the patient ¿has had all kinds of problems like he is rejecting the equipment, but had been getting good therapy¿. Recently the patient described when he lied down, he had increased pain and no therapy; when he got up, he felt as though he was ¿overdosed ¿ like he is drunk as a skunk¿. No diagnostic studies had been performed. The device system was delivering morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).